Manufacturer narrative:
N/a.

Event description:
The following has been reported: customer reported: "report as technovigilance. Request for review of infusion pump due to the fact that during the infusion of the antibiotic ampicillin sulbactam, scheduled to last one hour, an "speaker" error alarm was triggered after approximately 10 minutes. The infusion was checked and no alterations in the programming were found, nor were there any implications for the patient." The medtech colombia technical service engineer followed the steps outlined in tsb-0408-4, identifying that the error was due to the low volume of the alarm, which caused an error in the equipment as it was unable to verify that the audible alarm had been generated. During the inspection, the alarm volume was increased to level 4 or higher, and a recommendation was made to the customer and institution staff to keep it in that range to prevent the error from recurring while the component (power supply card) is being replaced. The equipment remained in use at the customer's site and is safe for use. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.